Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom (does not recognize closed door), determined to be caused by a loose upper link screw. The screw was adjusted during the evaluation process, with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no patient injury.